Event description:
It was reported that the lead would not go into the slot in the implantable neurostimulator. The device was never implanted in a patient.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.